Manufacturer narrative:
Medtronic product event summary: the device and data files were returned and analyzed. Data files showed that 18 injections were performed with a balloon catheter on the date of the event. A system notice occurred that the system detected an electrical component failure (#(B)(4)). Visual inspection of the sheath showed that the side-port was cut. The shaft was kinked 2 and 4 inches from the tip of the catheter. The sheath distal tip was intact, no fracture, breakage or kink was noticed. No teflon delamination was noticed at the tip of the sheath shaft and the tip was atraumatic with no sharp edges. The inner diameter of the tip was within specification and there was a smooth transition to the dilator. Functional testing of the sheath showed that the deflection did not work as per specification due to the kink on the shaft of the catheter. A dissection did not show any breakage of the pull wire. In conclusion, the sheath failed the returned inspection test due to a kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, deflection issues were experienced with the sheath. The sheath was replaced with resolve. The case was completed with cryo. The sheath subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.